Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated level of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following has been reported to stryker orthopaedics legal affairs department. ¿in (B)(6) 2011, between the 24th and 31st, the patient underwent surgery to graft a prosthesis on the right hip. In (B)(6) 2012, the patient received a communication with which the patient was made aware that the implanted prosthesis was a modular abg ii supplied by stryker, and that stryker invited the patients holding the implant to undergo a check-up visit (blood tests) to check the values of cobalt and chromium. With subsequent communication dated on (B)(6) 2013, the same body always invited the patients who have stryker implant (upon communication from the same manufacturer) to perform a "precautionary reminder" for the control of the same system at the expense of the manufacturer. In 2015, the patient underwent revision surgery where he remained from 3 to 10, (B)(6) 2015. A new surgery for the removal of "right hip pseudotumor in particular pta" and underwent yet another surgery. (Revision intervention) to date, in addition to having to carry out constant monitoring on the level of cobalt and chromium in their body, the patient must carry out continuous CT scans and resonances in order to monitor the state of the prosthesis and to perform constant analyzes in order to prevent new tumor formations, such as that already created, which has been removed in order to prevent any worst consequences.

Manufacturer narrative:
Reported event: an event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: revision tha surgery for pseudotumor and elevated metal ion levels is confirmed. The root cause of the pseudotumor formation and elevated ion levels cannot be determined by the information provided. Conclusions: the patient was revised due to altr. A review of the provided medical records by a clinical consultant stated the following comment: revision tha surgery for pseudotumor and elevated metal ion levels is confirmed. The root cause of the pseudotumor formation and elevated ion levels cannot be determined by the information provided. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following has been reported to stryker orthopaedics legal affairs department. ¿in (B)(6) 2011, between the 24th and 31st, the patient underwent surgery to graft a prosthesis on the right hip. In (B)(6) 2012 the patient received a communication with which the patient was made aware that the implanted prosthesis was a modular abg ii supplied by stryker, and that stryker invited the patients holding the implant to undergo a check-up visit (blood tests) to check the values of cobalt and chromium. With subsequent communication dated 12.11.13, the same body always invited the patients who have stryker implant (upon communication from the same manufacturer) to perform a "precautionary reminder" for the control of the same system at the expense of the manufacturer. In 2015, the patient underwent revision surgery where he remained from 3 to 10 (B)(6) 2015. A new surgery for the removal of "right hip pseudotumor in particular pta" and underwent yet another surgery. (Revision intervention). To date, in addition to having to carry out constant monitoring on the level of cobalt and chromium in their body, the patient must carry out continuous CT scans and resonances in order to monitor the state of the prosthesis and to perform constant analyzes in order to prevent new tumor formations, such as that already created, which has been removed in order to prevent any worst consequences.